Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that cardiac arrest occurred and the patient died. Vascular access was obtained via the femoral artery. The 99% stenosed, 25x4mm, concentric, de novo target lesion containing a lesion bend of >=90 degrees was located in the non-tortuous and moderately calcified mid right coronary artery (rca). Following predilation, a 32 x 4.00 promus premier¿ drug - eluting stent (des) was deployed. Post dilation was performed and the procedure was completed. The patient was then transferred to the intensive coronary care unit (iccu). However, it was noted that the patient had cardiac arrest and was immediately transferred back to the cath lab to be revived but the patient died.